Event description:
On (B)(6) 2023, customer reported having previously received 2-3 false positive results when using the cue covid-19 test for home and over the counter (otc) use. Customer did not specify exact frequency of false positive results. Although requested, customer did not respond to technical supports three attempts to obtain further information regarding the event such as dates of testing, exact frequency, cartridge sn and lot number.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.